Manufacturer narrative:
A boston scientific technical services consultant recommended further device evaluation. The source of the reported clinical observations was not identified as no further evaluation was performed. The patient will continue to be followed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting fluctuating pacing impedance measurements on the right ventricular (rv) channel and a red alert had been generated for a measurement greater than 3000 ohms. Additionally, noise was being oversensed resulting in stored episodes. The caller suspects a lead to device connection issue as this device was recently implanted. No adverse patient effects were reported.